Manufacturer narrative:
Evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired to the 4cm cut line, and the clamping mechanism was deformed. Functional testing found that the reload was loaded into a representative instrument. The interlock was overridden the reload was applied to test media. All remaining staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the purple staple always fired a small part, and then it could not be fired. It was normal to fire the first two reload, but when fired the third one, there was an abnormal sound after fired 1/3 of the handle, and then the handle could not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the thoracoscopic segmentectomy, on dorsal segment resection, the purple staple always fired a small part, and then it could not be fired.  It was normal to fire the first two reload, but when fired the third one, there was an abnormal sound after fired 1/3 of the handle, and then the handle could not fire. Changed the reload, and it also could be fired a small part, but the rest could not be fired. Changed to another reload, and the handle became an empty handle state, that was, after pressing the green safety button, when pulled the grip to fire, the grip was loose, and the handle and the staple did not respond. Then changed into a second handle, with the previous staple, and it could not be fired forward after fired once. The customer took out the staple and reinstalled it, and the second handle became an empty fire state again. The staples that could be fired hang on the lung tissue, but could not form a complete b-shaped, and had a door-shaped shape. The green staple was opened, the green staple was fi red, but the staple was not sutured on the cutting edge. All fell apart and the cutting surface was cracked. Suture was used to suture it afterwards. There was tissue damage and the surgical time was extended for more than 30 minutes as a result.

Manufacturer narrative:
D10 concomitant product: egiaustnd endogia ultra univ std stap (lot#: p4a1052s); egiaustnd endogia ultra univ std stap (lot#: p4b0929s); egia60amt egia 60 artic med thick sulu (lot#: p2h0532s); egia60amt egia 60 artic med thick sulu (lot#: p2h0532s); egia60amt egia 60 artic med thick sulu (lot#: p2h0532s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.